Event description:
It was reported that while using bd facsverse¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No. The user responded by replacing the parts. After implementing countermeasures such as liquid leakage, the equipment was stopped. The female connector (v9 side tube tip) attached to the top filter with sheath filter is broken. *no liquid leakage damage. Broken female connector (v9 side) attached to the top filter with sheath filter.

Manufacturer narrative:
The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsverse¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No. The user responded by replacing the parts. After implementing countermeasures such as liquid leakage, the equipment was stopped. The female connector (v9 side tube tip) attached to the top filter with sheath filter is broken. No liquid leakage damage. Broken female connector (v9 side) attached to the top filter with sheath filter.

Manufacturer narrative:
H.6 investigation summary: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsverse 2l 6c system with acc kit, part # 651154, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 01aug2021 to date 01aug2022. ¿ complaint trend: there are 4 complaints related to fluidic leakages due to worn connectors; date range from 01aug2021 to date 01aug2022. ¿ manufacturing device history record (DHR) review: DHR part #651154, serial # (B)(6), file# (b)(4, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn fluidic connector. The customer had initially reported a waste leakage from their instrument and found that it was due to a broken v9 connector. The customer confirmed that the leakage had not led to any leakage damage, and that the issue was resolved by them replacing the broken part. No field service was initiated for this case as the issue had been resolved on the customer side, and no parts were requested for evaluation. After this repair, the instrument has not experienced any further instances of leakage and appears to be functioning as expected. Although the leakage was of a biohazardous material, the customer confirmed that it did not come in contact with them and no one was injured. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 13mar2014. Defective part number: n/a. Case comment summary: o customer reported that the femail connector (v9 side) attached to the top filter was broken. No leakage damage was observed. The user resolved the issue by replacing this part. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, risk analysis liberty was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O hazard ID: 2.1.18b o hazard: exposure to biological sample o cause: failed waste connection o harmful effects: injury to operator due to spraying of waste or bleach o risk control(s): robust design connections to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Proper waste containment that is maintained until waste disposal. O implementation verification: reliability test of they hybrid connector system level reliability test protocol lib-10-10p. System level robustness reliability test protocol lsvn-1116-tp. Fluidic hybrid connector assembly#651571. Sheath and waste level alerts. O effectiveness verification: reliability test of the hybrid connector: system level reliability test reports lib-10-10r. System level robustness reliability test report: lsvn-1116-tr. Sheath and waste level alerts protocol lsv-1009-dr. O probability: 1 o severity: 4 o risk index:4 o residual risk evaluation: o new hazards: mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fluidic connector. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fluidic connector. The customer reported that they were able to resolve the issue by replacing the connector. After the repair, the instrument did not experience additional leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.